Manufacturer narrative:
H11: corrected data: corrected conclusion coding to section h6.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, calcification was indicated. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. The root cause of this event cannot be conclusively determined with the available information. The explanted device is not available for evaluation. However, the calcification observed in this case was most likely due to a progression of the patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors. In addition, other patient risk factors such as the patient's younger age at implant likely contributed to this event. This patient was (B)(6) years old at time of initial implant. Per the instructions for use, "the safety and effectiveness of the magna ease bioprosthesis model 3300tfx has not been established for the following specific populations because it has not been studied in these populations: patients who are pregnant, nursing mothers, patients with abnormal calcium metabolism (e.g. Chronic renal failure or hyperparathyroidism), patients with aneurysmal aortic degenerative conditions (e.g. Cystic medial necrosis or marfan's syndrome), and children, adolescents, or young adults." Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
It was reported through the implant patient registry that a patient with a 23mm 3300tfx aortic valve underwent a valve explant after an implant duration of seven (7) years and one (1) month due to calcification and aortic stenosis. The avr was performed with a 25mm edwards inspiris valve. As reported by the physician, the valve failed prematurely. The patient was discharged on pod # 2. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.